Manufacturer narrative:
Inspection of the device found corrosion on internal components including the top battery, mechanism rails, pod chassis, and linkage assembly. The pod was able to establish a connection with the master pdm using power from its own batteries. The download data does not contain any timeouts, drive stalls, or hazard alarms. Inspection of the fluid path components found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device and internal corrosion. The investigation confirmed the internal soft cannula leak prevented the proper delivery of insulin. The device was received with the soft cannula fully deployed and formed needle retracted, however the investigation found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.g781u1ueskgxl2. Smartphone hardware: sm-g781u1. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (leg), as treatment, the patient gave a correction bolus and changed out the pod.